Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: reported several issues with the mp5303-c over the past few weeks.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the tubing was defective. There was no report of patient impact. The following information was provided by the initial reporter: reported several issues with the mp5303-c over the past few weeks.